Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received form the company representative, the facility has "dismissed" using the phacoemulsification handpieces and have had no new incidents of the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after a cataract procedure the patient presented with inflammation. Toxic anterior segment syndrome (tass) is suspected. The site reported having switched from reusable irrigation/aspiration (I/a) handpieces to single use I/a handpieces. However another episode of tass has been noted since the change to single use I/a handpieces was implemented. The facility has requested the system to be serviced. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported several patients with toxic anterior segment syndrome (tass) occurred. The site reported another episode of tass has been noted. The facility has requested the system to be serviced. The facility nurse noted that the case of several patients, who after cataract surgery, had eye inflammations (tass syndrome). The customer checked all the instruments as well as the sterilization chain in order to understand what could be at the origin of this. The facility nurse stated that the system was the only common instrument in all these tass complaints. The customer suspects the sterilization chain for the tips and the I/a handpieces. The customer noted they had no change in their process. The handpieces were changed. The lot numbers used were different (implants, bss, consumables). The balanced salt solution (bss) is used without being diluted. The customer sent a table that refers to twelve (12) patients from which surgery occurred between (B)(6)2017 and (B)(6)2017. The inflammation appears the following day of surgery for all of the cases. The inflammation is resolved for all the patients, no particular complication, but the healing time depends from one patient to another. There were several handpieces, and the customer did not have the serial numbers. The customer sales representative does not think that the handpieces are defective. Until now, they had no problem. The customer requested that the system be checked following the report of the ocular inflammations. The company service representative examined the system and found a nonconformity with out of tolerance measurements in the vitrectomy (pneumatic) module. The module screws were tightened. The other parameters are conforming. The system was then tested and met all product specifications. They customer stopped using the handpieces and they have not had further complaints of inflammation. The facility nurse manager suspects the tass may be related to detergent residue remaining in the handpieces. The patient¿s inflammation was not bacterial related as all the tests were negative. Additional information from the customer noted the phaco handpiece (hp) was suspected. The customer has decided to investigate on their own side and entrusted one (1) hp to a specialized company to see if residues are found inside. Depending on the results, they will provide us with the hps. The customer stated a new hp did not pose any trouble. Three (3) hps were isolated but he does not know the serial numbers. All the other hp¿s were tested without issue. Three loaner hp¿s have been used and did not pose any inflammatory problem on the patients according to the nurse manager. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. The customer did not provide cleaning or sterilization information. There is no evidence that the design or manufacturing of the system or handpiece contributed to the reported event. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was manufactured on february 4, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively as no samples have been returned for evaluation. The manufacturer internal reference number is:(B)(4).